Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of incident and the current blood glucose of the customer was 296 mg/dl. Customer did not provide nay symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.